Event description:
It was reported that the patient underwent surgical intervention in which the physician revised the patient¿s ipg pocket site due to discomfort at the ipg site on (B)(6) 2018. Stimulation was restored following the procedure.